Manufacturer narrative:
Cracked blade evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the device would not work. Pulled another device to complete the procedure. There was no reported patient consequence.